Event description:
It was reported that the lens was explanted and replaced approximately three months postoperatively, to address patient subjective visual disturbances (glare). Best corrective visual acuity prior to the lens exchange was 20/32 and the most current best corrective visual acuity is 20/20. According to the surgeon, the most likely cause of the event was patient related factor (large pupil). The patient prognosis is good.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.